Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the unit is alarms circuit occlusion and ext high ppeak (extended high peak pressure). The customer reported the suspect device passed est (extended system test), but the unit is not cycling. The customer performed xdcr (transducer) calibrations and reported the inspiratory pressure transducer failed. The issue occurred during est setup. There is no report patient involvement associated with the event.